Manufacturer narrative:
Samples were not provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Photos were received. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seem to be intact, not broken. Complaint unconfirmed. Bd was not able to duplicate or confirm the customers indicated failure mode.

Manufacturer narrative:
Medical device lot #: 5300222, expiration date: 10/31/2019, manufacture date: 10/27/2015. Medical device lot #: 5243391, expiration date: 08/31/2019, manufacture date: 08/31/2015. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra safe passive¿ x-series needle guard syringe malfunctioned before use as the syringe has not adhered to the outer protector. There was no report of injury or medical intervention needed.